Event description:
A patient was here for allergy immunotherapy. Patient stated pain was felt. Bd eclipse 1 ml 27 g 1/2 safety needle and syringe, defective needle??? Patient was in clinic for allergy shot. Patient complained that the needle hurt more than usual. Second injection was uneventful. Two other patients have mentioned that they have recently experienced injections that were more painful than usual. Biomed followed up with manufacturer. Needle was given to manufacturer for evaluation. Company believes this is processing problem. The needles have not been coated with silicone evenly. Biomed working with msc and manufacturer on this issue.